Event description:
The cutting balloon was dilated at the lesion with the complications. After the balloon was withdrawn from the patient's boyd, the balloon appeared to be frayed. Upon analysis of the returned cutting balloon, it was determined that an atherotome was missing.